Event description:
Staff member was opening wheelchair and placed fingers around seat tube while pressing down on the seat. Her finger was caught in the device. A fracture resulted. She was seen by a hand surgeon. The finger was splinted. No surgical intervention was indicated.

Manufacturer narrative:
The staff member was attempting to open the wheelchair. She pushed on the seat tubes and when it fully opened, her finger was caught. A fracture of her finger resulted. The finger was splinted. A field corrective was initiated. The corrective action reporting number is 1417592-2/19/08-0001-c. As part of the field re-work, the facility received new seat backs which are wider and slow the opening momentum of the device. Larger warning labels and staff training materials were also provided.